Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 50 samples for investigation. Thirty samples were randomly selected and evaluated by functional testing. The indicated failure mode for 'underfill' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: . "Over the last week, our lab techs have noticed a consistent issue with gold top tubes. The tube will draw a few drops of blood, then stop as if the vacuum is popped or the vein has collapsed."